Event description:
It was reported that during the post-operation check-up following a generator change, ventricular lead noise was observed. Programming changes were made and no more noise oversensing was seen on the lead. The patient was in stable condition.